Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04294. It was reported by the physician that patient wanted their entire scs system explanted. In turn, surgical intervention was undertaken and the scs system was explanted. No additional information was provided.